Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebw2259 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the 1-way valve didn't hold fluids in the catheter and leaked right after placement. The catheter is still use it as a open one and after use they'll send it us.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of bleed back was inconclusive due to the sample condition and because clinical conditions could not be replicated. One 4fr s/l powerpicc solo was returned for investigation. The solo valve was in its proper position. A functional test revealed that catheter was patent to infusion. A microscopic examination revealed residue from use within the solo valve, which may have affected the functional performance of the valve. One of the benefits of the proximal (solo) valve is to reduce blood reflux compared to open-ended catheters. The product IFU provides instructions for flushing and maintaining the catheter to keep the valve clean. The syringe should be removed slowly while injecting the last 0.5ml of saline. This helps prevent a vacuum which can pull a small amount of blood into the tip of the catheter. Injection caps or end caps should be attached to the catheter hub and securely tightened. Injection caps should be changed every seven days or per agency policy, when the injection cap has been removed for any reason, or anytime the cap appears damaged, is leaking, or blood is seen in the catheter without explanation or blood residue is observed in the injection cap. A lot history review (lhr) of rebw2259 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the 1-way valve didn¿t hold fluids in the catheter and leaked right after placement.